Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked manufacturing numbers: 2523190-2018-00038 and 2523190-2018-00037.

Event description:
A customer reported on (B)(6) 2018, the stardust dnh str #278093, spring¿s handle suddenly broke while the surgeon was suturing the patient. Also during use suspect device, rb9344 yarargil micro dissector bayo, tip broke and fell in the patient¿s brain cavity. The surgeon retrieved the broken tip from the patient. It was noted there was a 15-minute delay of the surgery. The surgery was completed with other instruments and the patient was fine. This is one of two reports concerning the same patient and procedure using two integra devices.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.